Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high out of range shock impedance measurements. Technical services (ts) reviewed the information available and recommended to continue monitoring. This lead remains in service. No adverse patient effects were reported.